Event description:
Surgeon was set to use device to secure mesh during hernia repair. The device is meant to be preloaded with 25 secure straps. This device only had 4 of the 25 straps. The device was removed from the field and sequestered. A new device was provided to the surgeon to complete the procedure.